Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. Reportedly, the meter gave the error message multiple times in the past 30 days. The reporter stated that the meter and pump were within range and they were not blousing or performing any specific function at the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.